Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the right ventricular (rv) lead stylet would not advance. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was discharged.